Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. For the issue of the power did not turn on, it was likely the issue occurred due to the following factors: a temporary failure of the internal board, and/or impact other than equipment (e.g. Facility power source). For the issue of images were not displayed, the issue was likely due to aging.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image due to a faulty lcd panel. However, the issue of the monitor not powering up was not confirmed. It was also found that the bezel and rear cover were damaged in the bottom right-hand corner of the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the high-definition liquid crystal display (lcd) monitor had no image and would not power up. The issue was found during maintenance. No patient involvement was reported.